Manufacturer narrative:
Product analysis: the device remained implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that at an unspecified time following the implant of this transcatheter bioprosthetic valve, the valve was noted to have failed. Open heart surgery was required. Treatment details were not reported. No additional adverse patient effects were reported.